Event description:
It was reported that during a high anterior resection procedure, the ec60a was opened, loaded with a green and handed to the surgeon. The surgeon fired the device and passed it back to the nurse where the green reload was removed; the jaws of the instrument were washed and then reloaded with another green reload. The ec60a was handed to the surgeon with the closing trigger open. The surgeon closed the device to position through the trocar. Once the device was through the trocar, the surgeon could not open the jaws of the instrument using the opening button at the back. The surgeon tried pressing the red switch on the side but this would not open the jaws. A second ec60a was opened to continue with the case. The jaws of the device had been open when the rep went to collect the device, the scrub nurse said that she 'fiddled around' with the device in order to open the jaws. The procedure was prolonged for five minutes. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel, high anteriour resection. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unsure. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? N/a, device would not open in order to be positioned on the tissue, after it was placed through the trocar. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Device could not be opened to be positions, therefore could not be fired. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Could not open stapler. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Device could not be opened and therefore could not be used for second firing. The device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.